Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8300 error 571.6241. Technical support: 1. Check harness to oridion module and reseat harness. 2. Replace etco2 board. 3. Send in to factory for repair. Recommended reconnect/reseat oridion module harnesses. If reconnecting the harnesses does not resolve the issue, (B)(6) will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 01/15/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: 1. Check harness to oridion module and reseat harness. 2. Replace etco2 board. 3. Send in to factory for repair. Recommended reconnect/reseat oridion module harnesses. If reconnecting the harnesses does not resolve the issue, (B)(6) will send unit in for flat fee repair. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
The customer reported that the device received error 571.6241. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8300 error 571.6241. The reported issue could not be confirmed. Based on the troubleshooting results, technical support could not determine the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 01/15/2015. The review was performed from the date of manufacture to the date of product release for distribution.

Event description:
The customer reported that the device received error 571.6241. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received error 571.6241. There was no patient involvement.